Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ leaking¿ was confirmed. The inspection found dents and leaking on the scope connector with corrosion on the ultrasound connector. A crack was noted on the bending section rubber glue, multiple broken elements. The instruction manual states ¿before using an endoscope reprocessor, confirm that it is capable of reprocessing the endoscope including all channels. If you are uncertain as to the ability of your endoscope reprocessor to clean and high-level disinfect the endoscope including all channels, contact the endoscope reprocessor¿s manufacturer for specific instructions and/or information on connectors. Insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. When carrying the endoscope by hand, loop the universal cord, hold the endoscope connector with the control section in one hand and hold the distal end of the insertion tube securely, but gently without squeezing, in the other hand.¿ this MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. Investigation activities are open to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed that during reprocessing, when the scope was processed in the sterile processor a leak was noted at the connector. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that the most probable cause for the reported event is as follows: it was presumed that this phenomenon occurred because external force such as strong rubbing, hitting was applied to the subject part during transportation, storage, use, cleaning, etc. Since it may be prevented by observing descriptions on the instruction manual, it is considered that the phenomenon was caused by user¿s handling as a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufactured confirmed the contents of the event were described in the instruction manual. When confirming the instruction manual of the gf-uct180, the following was described. It was judged that this may prevent the indication phenomenon. Important information ¿ please read before use warnings and cautions (p.7) warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿